Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device it was discovered that this device (serial number (sn) (B)(4)) did not contain original parts from manufacturing or servicing of the device. Evaluation found that the mechanism assembly installed in sn (B)(4) (lot sn (B)(4) ) did not match the mechanism recorded in the device history record (DHR) for sn (B)(4) (lot sn (B)(4) ). Also, the pump serial number recorded on the installed mechanism for sn (B)(4) was found to be (B)(4) . Review of both dhrs confirmed that the mechanism was swapped and belongs to sn (B)(4). Additionally, the last three digits of the ultrasonic sensor lot/serial number ((B)(4)) matches the ultrasonic sensor lot/serial number recorded in the DHR of pump sn (B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.